Event description:
The device was used during a hernia repair procedure. Reportedly, the staples were hung up, the instrument broke and a component disengaged into the patient's cavity. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.